Event description:
It was reported that while the patient was hospitalized for an unrelated procedure, he experienced an episode of ventricular tachycardia/fibrillation as seen on a real-time monitor. The device did not deliver therapy and the arrhythmia converted to sinus on its own. Upon interrogation of the device, no stored episodes were seen. A successful defibrillation test was performed at a later date and no undersensing was evident. Patient was stable after the testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.